Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the insulin pump's bolus history was missing some information. Blood glucose level at the time of the incident was 99 mg/dl. Blood glucose level at the time of the call was 468 mg/dl, which was treated with the insulin pump. The caller reported that the customer had been experiencing low blood glucose levels since the day before the call, so they removed the insulin pump, which led to the current high blood glucose level. During troubleshooting, the insulin pump did not show any malfunction. The insulin pump was not replaced or returned for analysis.